Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaints was the seized brake gap of the drive train. A review of the autopulse platform archive revealed that frequent daily checks were performed by the customer. As reported by the customer, the autopulse platform was stored in the patient compartment of their ambulance. Storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. The high relative humidity most likely caused degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. During visual inspection, a cracked front enclosure was observed on the autopulse platform. The observed physical damage was unrelated to the reported complaint and appeared to be characteristic of user mishandling. The front enclosure was replaced to address the issue. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a slightly sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The sticky clutch's impact was not severe enough to make the platform non-functional. Based on archive data review, multiple fault code 16 messages were observed, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16, thus confirming the reported complaint. The inspection found the brake gap to be seized, preventing the lifeband from being retracted, causing fault code 16. Ipa (isopropyl alcohol) was used to clean and un-seize the brake gap. After cleaning, the brake gap inspection was performed, and verified the brake gap was within the specification. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During the patient call, the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. The autopulse lifeband was replaced and the patient was aligned correctly, however, the error could not be cleared. The crew switched to manual CPR. No consequences or impact to the patient. The customer stated that the autopulse platform is stored in the patient compartment of the ambulance.